Event description:
On (B)(6) 2013 patient reported the display on the infusion device is blank. Patient stated there are no audio signals. Patient reported the infusion device shut down without providing any alert or error on the device. Patient reported inserting a new battery and the start-up of the infusion device was not completed and no audio signals were heard. Patient stated he did receive a low battery alert 2 weeks ago and he replaced the battery at that time. Patient switched to backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the problem mentioned by the customer could not be reproduced. The pump does not shut down by itself and no display is blank. Consumables: the slot of the battery cover is worn-out the problem mentioned by the customer could not be reproduced.